Event description:
It was reported that the patient passed away. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.